Event description:
A patient reported blood glucose results of "280 mg/dl" with a lifescan meter and "170 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strip vial was cracked. The meter, test strips, and control solution were replaced.